Event description:
It was reported that pump experienced malfunction code and no other notable events occurred before issue began. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance using provided reset information, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.